Event description:
I started treatment with byte in (B)(6) 2022 and finished treatment (B)(6) 2024. I've paid (B)(6) for treatment (payments completed (B)(6) 2024) and (B)(6) (B)(6) 2024) for the byte protection plan which was supposed to provide replacement retainers every 6 months for the rest of my life. When I first researched byte in 2022, their reviews and marketing seemed positive and trustworthy - their website even has the bbb logo and says it is an a+ accredited business. I thought byte was a company selling approved and safe medical devices. On october 24, 2024 I received a field safety notification from byte stating it was cooperating with the FDA and recommending that I promptly get evaluated by my dentist for any issues the treatment may have created or exacerbated. I did so (with money out of pocket) and my dentist identified some gingival recession and most notably, an anterior open bite that will require orthodontic treatment to correct. I am unable to bite properly or chew and this is a direct result of the byte treatment. Furthermore, before my dentist eval, on dec. 3 I requested a new lower retainer using the byte protection plan I had purchased in (B)(6) at byte's recommendation (my existing one byte provided as part of treatment had cracked from normal wear and tear). Byte has let me know that they have suspended operations and will not fill the order at this time, so I have been unable to receive any services for the (B)(6) I paid. And now that I have been evaluated by my dentist and read the news about byte, I no longer feel comfortable getting retainers made by them. I have requested a refund three times from byte since getting evaluated by my dentist and have not received a response addressing the request. I have provided a signed letter from my dentist but that has not helped. In terms of a resolution, I request a refund from byte which I will use to pay an orthodontist to correct my bite. I also request that the a+ bbb graphic be removed from their website so it does not mislead other consumers.